Manufacturer narrative:
(B)(4). This is report 2 of 2.the specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be submitted if additional information becomes available.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of tubing disconnected and peritonitis with culture (B)(6) for gram negative organism in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced tubing disconnected. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was the tubing became disconnected. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering from the event of peritonitis with culture (B)(6) for gram negative organism. The outcome for tubing disconnected was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis with culture (B)(6) for gram negative organism was not related to dianeal therapy, but did not comment on the event of tubing disconnected. Product surveillance spoke to the peritoneal dialysis (pd) nurse on (B)(6) 2011 who stated the patient line disconnected from the transfer set for an unknown reason. The pd nurse stated she is not sure if the patient did not tighten the patient line to the transfer set well enough. The transfer set was replaced. No additional information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the connection issue was undetermined.